Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission. The transmission showed episodes of oversensing of large amplitude lead noise observed on the right ventricular lead. Lead damage was suspected but was not confirmed. The clinic performed in clinic testing but was unable to reproduce oversensing. Lead revision was recommended. There were no reported adverse consequences to the patient.

Event description:
New information received notes that the lead was explanted and replaced. The patient¿s condition was not known.